Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds measuring 6.0v at 1.0ms and had observations of pacing inhibition. The right atrial (ra) lead thresholds were noted at 3.0v at 1.0ms, however the rv lead revision was performed and the ra remains in service. No additional adverse patient effects were reported.